Manufacturer narrative:
The reported event of failure to capture was not confirmed, while the reported helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with helix extended and clogged with blood/tissue. X-ray inspection found the inner coil overtorqued inside the connector region, and the helix was stretched at the distal region of the lead, consistent with procedural damage. Unable to perform the helix mechanism test due to the helix being stretched, as received for analysis. The cause of the reported helix event was isolated to an overtorqued inner coil, consistent with procedural damage, a clogged helix, and stretched inner coil. Electrical tests found no conductor fractures or internal shorts. Visual and x-ray examinations found no anomalies except for procedural damage.

Event description:
It was reported that during implant of the right ventricular (rv) lead, a high threshold and failure to capture was noted. The physician attempted to reposition the lead at multiple sites; however, the helix mechanism would not engage properly. Another rv lead was successfully implanted. The patient was in stable condition with no adverse events.